Manufacturer narrative:
(B)(4). This is 2 of 2 reports where the patient experienced detached or missing sensor wire that occurred on two different sensors. Please see the related record (B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.